Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in each jaw of the loading unit. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The needle was broken at the swage. The broken needle halves were removed from each jaw. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the physician was performing a laparoscopic hiatal hernia repair and, the device needle looked as though it had broken in half. There was a piece on each end of the driver. There was no patient harm and no delay in the case.

Manufacturer narrative:
(B)(4).